Event description:
Complainant alleged that the cardiac operating room clinicians were setting up the device at the start of a pt's (age and gender unknown) surgery, but that the device displayed a "low batt" error message on the screen while it was plugged into an ac outlet. When the clinicians removed the battery from the device, there was no power. The clinians than installed a freshly charged battery into the device, the unit powered up for a second, but then displayed a "low batt" error message on the devices screen. The complainant indicated that the clinicians had ample time to obtain another device for pt set-up, and that there was no adverse effect on the pt as a result of the reported malfunction.